Manufacturer narrative:
Findings: pump received with moisture damage on electronics assembly, c racked battery tube thread, and cracked reservoir tube lip noted. Pump received with blank display due to moisture damage on electronics assembly. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was 156 mg/dl. The customer stated that the device submerged under pool water. Customer reported that there is fluid under the lcd display. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.